Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken and missing broken part. The bicarbonate buffer test was performed on the other sensor and it passed per specifications with accurate readings.

Event description:
The customer reported via phone call that she had difficulty inserting two sensors. Customer stated that the needle hub was stuck in the serter and the sensor was pulled out when lifting the serter. The customer was able to successfully insert the third sensor. The customer also mentioned experiencing issues with sensor glucose discrepancies and declined troubleshooting. The sensor would read 59 when her blood glucose is 84 mg/dl. She also stated she has experienced low blood glucose which she treated with food and there was no serious injury or hospitalization. The product was replaced and returned for analysis.